Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported via clinical trial (alliance aviv) that a patient with a 23mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 6 months due to unknown reasons.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, d4, and h6 per new information.

Event description:
It was reported via clinical trial (alliance aviv) that a patient with a 3000tfx 23mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 6 months due to severe stenosis. The patient presented with sob.

Event description:
It was reported via clinical trial (alliance aviv) that a patient with a 3000tfx 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 6 months due to severe stenosis. The patient presented with sob. A 14000rsl 23mm was implanted.

Manufacturer narrative:
H10: additional narratives. The most likely cause is patient factors, including coronary artery disease, carotid artery disease, hyperlipidemia and diabetes mellitus. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.